Event description:
Info received indicates, the siderail will not latch.

Manufacturer narrative:
The tech found the slide bracket was broken at the slide pin which goes into the siderail housing frame. The tech replaced the slide bracket to repair the bed.